Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited episodes of under-sensing and fusion/ pseudo fusion. No intervention was performed. There were no patient consequences.